Manufacturer narrative:
The complainant reported that while trying to insert a screw, it would not disengage from the driver. Once the screw and driver were removed from the surgical area, it was discovered that a portion of the distal tip of the screwdriver was broken. There were no known patient complications. A visual assessment of the returned driver and pedicle screw confirmed that the screw is unable to be disengaged from the driver. The thread assembly at the distal tip of the driver is broken in the middle of the thread detail. The thread detail is split between the intended location on the screwdriver sleeve and inside the cup of the screw, located at the proximal portion of the screw. A DHR review was performed and there were no manufacturing anomalies identified. The instrument met all required specifications prior to distribution. This lot has been available for distributoin since 02/18/2016. The number of surgeries this instrument has been used in is unavailable. The corresponding surgical technique guides outlines the steps that must be performed to correctly load and plcae pedicle screw. It is unclear if all steps in the surgical technique guide were followed when loading and placing the pedicle screw.

Event description:
The complainant reported that while trying to insert a screw, it would not disengage from the driver. Once the screw and driver were removed from the surgical area, it was discovered that a portion of the distal tip of the screwdriver was broken. There were no known patient complications.